Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from vaccinated patient. Sample 1 was collected on (B)(6) 2021, np swab tested on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 positive. Sample 2 was collected on (B)(6) 2021, np swab tested on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 negative. Both samples were then tested with the liat platform on (B)(6) 2021 producing results of sars-cov-2 negative. Sample 1 was then retested on (B)(6) 2021on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 negative. Cepheid's patient safety board reviewed the data provided by the customer and the following was noted. Testing performed on asymptomatic patient without suspicion of covid-19 and is outside the intended use. Review of the positive results shows n2 only detection with late cycle threshold value. Target and spc amplification and epf appear normal for all test results; no evidence of product malfunction. This likely represents viral nucleic acid at or below the assay's limit of detection in an asymptomatic patient sporadically shedding viral rna from a previous infection. Discrepant with roche liat likely due to the similar lod (0.012 tcid50/ml for overall assay) as compared to xpert xpress sars-cov-2 (0.005 pfu/ml for the n2 target only) and is thus at or below the lod of that assay, where reproducibility is reduced. No reports of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from vaccinated patient. Sample 1 was collected on (B)(6) 2021, np swab tested on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 positive. Sample 2 was collected on (B)(6) 2021, np swab tested on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 negative. Both samples were then tested with the liat platform on (B)(6) 2021 producing results of sars-cov-2 negative. Sample 1 was then retested on (B)(6) 2021on xpert xpress sars-cov-2, kit lot 17415, producing a result of sars-cov-2 negative.